Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrode 1 read as an open circuit. The open circuit detected was isolated to the catheter connector, consistent with the reported impedance issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an atrial fibrillation procedure, the patient could not be extubated due to a major cva resulting in the patient not being able to initiate respirations on their own. While using a tacticath se catheter for rf delivery to the posterior wall of the left atrium, it was noted that the esophageal temperature began to rise. The catheter was flushed to deliver cool fluid to the affected tissue. The cool point pump rate was displayed as 00. The catheter was withdrawn to assess for patency. The irrigation resumed prior to reintroducing the catheter into the left atrium to continue ablation. When using the prime function of the pump, it was noted that no fluid passed through the catheter. There was no fluid present during the inspection of the tubing, despite a full fluid bag attached to the tubing. The tubing set was primed until fluid passed through the irrigation holes of the catheter. The catheter was reintroduced to continue the ablation procedure with no device replacements. There were no alleged deficiencies with any other devices used during the procedure.